Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that ???/hour glass/no readings/sensor error was reported. Around noon on (B)(6) 2023, after the no reading occurred, the patient experienced feeling dizzy, and started to feel like he was going to experience a hypo. The patient stated that he monitored his blood glucose values with a meter during this time but added that that he did not pay enough attention to this and experienced a hypoglycemic event. When he realized this, he tried to buy a coke but became unconscious and fell. The patient does not remember any more details from the event until the point the ambulance arrived. No specific blood glucose reading was reported, but the patient stated that it was below 40 mg/dl. The patient recovered after unspecified treatment from the paramedics and did not need to visit the hospital. His wife came to pick him up and brought him home. A review of performance data shows that the patient did not experience any brief sensor issue at any point on or around the alleged incident date of (B)(6) 2023. Some intermittent signal loss was observed, but this signal loss was very brief in duration with most periods lasting for about 10 minutes (not one to three hours as alleged). During the alleged time of the incident at 12:00 pm, the patient's estimated glucose values were observed to be reading around 170 to 180 mg/dl despite the patient having alleged a blood glucose meter value of less than 40 mg/dl. Thus, inaccurate estimated glucose values have been determined to be most likely the root cause of the hypoglycemic event. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. At the time of the report the patient was stable.